Event description:
On 3/27/96 an ipp device was implanted. On 4/30/96 the entire device was removed and one cylinder implanted help the pt heal. On 9/10/96 one cylinder was removed from the pt and a cylinder, pump and reservoir implanted.